Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range shock impedance measurements, low amplitude and failed in all vectors. Which was believe to be caused by the condition of the patient. Troubleshooting options were discussed and the s-ICD remains implanted. No adverse patient effects were reported.